Event description:
It was reported to healthcare that a customer had a problem with the magellan safety needle. The customer reports "after drawing up saline the nurse pointe the syringe downward (45 degree angle) while she attempted to activate the safety shield the needle detached from the hub and fell onto the floor."